Manufacturer narrative:
The returned device was evaluated. During inspection of the device, it was found that some of the leds were flickering or not illuminating correctly. The observed behavior was intermittent. Internal inspection revealed some contamination on the system board specifically involving components in the led driving circuitry. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported an intermittently displaying segment on the rad-5v display. No consequences or impact to patient were reported.